Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has made several attempts to retrieve add'l info. To date, no response has been rec'd. If add'l pertinent info becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter. The customer states the material is defective at the catheter. Infusion fluid got through the catheter wall onto the patient's body. Presumable defect was caused by the use of octenisept at the catheter's entrance. Patient is a premature baby.